Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury. No patient injury or harm resulted from this event.

Event description:
Customer reported that the a new leadcare ii ac power cord provided by magellan as a replacement became hot when plugged into a wall outlet. The customer initially reported operating the leadcare ii analyzer with both the ac adapter connected and batteries installed, which is not in accordance with the leadcare ii instructions. After being advised to remove the batteries, the instrument failed to power on using the ac adapter but operated normally on battery power alone. Custumer was instructed to operate analyzer with batteries until they receive a new ac adapter from the manufacturer. When the new ac adapter was later connected to a different wall outlet, the customer observed that the power cord became hot. No smoke, odor, or visible damage was reported, and no injuries occurred. Technical support instructed the customer to stop using and dispose of the affected power cord. A new replacement cord was provided. Based on the available information, the event did not result in injury.